Manufacturer narrative:
(B)(4). The serial number on the returned sample is cs51011. Returned for investigation was a 40cc 8fr fiberoptix ultra intra-aortic balloon catheter (iabc) with the original packaging box that matches the serial number for the returned sample. The sample was returned in a cardboard box and was loosely packed within the original packaging carton. Upon return, the teflon sheath was noted on the iabc; blood was noted in the sheath sidearm. The one-way valve was tethered and connected to the short driveline tubing. The bladder was fully unwrapped. Dried blood was noted on the exterior surfaces of the returned sample. No obvious blood was noted within the helium pathway. The fos cable was visually inspected; no damage or abnormalities were noted. The fos (sc) connector was examined. The fos white connector was properly seated in the blue clamshell housing. The center post of the fos was centered. The blue clamshell housing was examined, and no abnormalities were noted. The bladder thickness was measured at six points with measurements ranging from 0.0059in-0.0065in and was within specification of process document. The one-way valve was tested and passed. A vacuum was pulled on the one-way valve, and it held for at least 1 minute according to quality sys-tem document. The catheter's central lumen was aspirated and flushed using a 60cc lab-inventory syringe. No blood or debris was noted. The iabc was leak tested in accordance with testing meth-ods from manufacturing procedure. No leaks were detected. Full inflation was achieved. The device passed the leak test. A lab inventory 0.025in guidewire was back loaded through iabc distal tip. No resistance was noted; the guidewire was able to advance through the central lumen. Some blood and debris was noted. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. The reported complaint that "iab leak" is not confirmed. The returned intra-aortic balloon catheter (iabc) passed functional test sp ecifications. The returned iabc bladder was fully intact with no ab-normalities noted. During the investigation, the iabc fully inflated, and no leaks were detected. Based on a review of the device history record (DHR), the product met specification upon release. The root cause of the complaint is undetermined. No further action is required at this time.

Event description:
It was reported "iab leak". Additional information states that the iab catheter was removed and replaced with a second iab catheter. At the time of this report, the customer has not returned our requests for additional information. If further information is received, the complaint file will be updated.

Event description:
It was reported "iab leak". Additional information states that the iab catheter was removed and replaced with a second iab catheter. At the time of this report, the customer has not returned our requests for additional information. If further information is received, the complaint file will be updated.

Manufacturer narrative:
(B)(4)